Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that multiple intermittent cartridges were damaged at the fill rod. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones of an unspecified size; however, a specific value was not provided. A manual injection was administered to address elevated bg. Cusotmer changed the cartridge each time and successfully resumed insulin therapy on the pump.